Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks along the sheath. The stent was partially deployed. Microscopic examination revealed no additional damages. The handle was opened to verify if there were any additional damages inside. It was found that the middle sheath was no longer attached to the retainer. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.

Event description:
Reportable based on device analysis completed on 18mar2021. It was reported that a 6mm x 40mm x 130cm eluvia drug-eluting vascular stent system was selected for use in a distal superficial femoral artery (sfa) stenting procedure to treat intermittent claudication. A contralateral approach was used to access the 70% stenosed and mildly calcified target lesion. During the procedure, it was not possible to fully deploy the stent. The thumbwheel continued to turn without further stent deployment. The pull grip was not used. The undeployed stent was withdrawn in the delivery system and removed from the patient. Another non-boston scientific stent was used to successfully complete the procedure. No patient complications were reported. However, device analysis revealed that the stent was partially deployed, which was then confirmed by the customer.